Manufacturer narrative:
A system service check of the medrad® stellant flex injection system, serial number (B)(6), was performed on (B)(6) 2025, which confirmed that the injector was operating within bayer specifications. The disposables that were in use during the procedure were discarded by the site; therefore, they are not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The offer of additional clinical applications training was declined by the customer. The medrad® stellant flex CT injection system operation manual cautions the user as follows: warning: air embolism hazard - serious patient injury or death may result. Ensure patient is not connected while purging air from syringe, or engaging or advancing plunger. Expel all trapped air from the syringe(s), connectors, tubing, and catheter before connecting the system to the patient. To minimize air embolization risks, ensure that one operator is designated the responsibility of filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care inc. Was informed that a 73-year-old male undergoing a CT scan experienced an alleged air injection while connected to a medrad® stellant flex injection system (sn (B)(6)). Following the injection, the customer had reported seeing air bubbles on the displayed images within the right ventricle, the right sub-clavicular region, and in the superior vena cava. The patient was admitted to the hospital and received follow-up imaging which showed that the air had resolved. The patient is reported as doing well.